Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. During visual inspection, tamper seal was missing, and the battery compartment and door was cracked. The reported complaint was confirmed. Root cause is unknown. Replaced battery compartment, door and downstream occlusion sensor due to multiple alarms found in event history log.

Event description:
It was reported that there was a cracked battery compartment and door. No patient injury reported.